Manufacturer narrative:
H6. Device code: c53269 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was on the schedule for a catheter replacement/pocket revision. It was noted the patient had a brain injury and he kept rubbing and twisting the pump. The catheter became entangled. It was unknown when the issue first occurred. The cause of the event was the patient was twisting his pump, causing the catheter to entangle. It was noted the patient did not experienced any symptoms to the rep¿s knowledge. The issue that resulted in the catheter revision had been resolved and the catheter would not be returned for analysis as it was obvious the patient had twisted the pump to cause the issue. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2020-jan-31 regarding a patient receiving unknown baclofen (500mcg/ml at 125.12mcg/day) via an implanted infusion pump. It was reported that they were doing a catheter revision and the representative requested assistance calculating how long the break in therapy would be for the patient. Based on the dose (125.12mcg/day) and concentration (500mcg/ml), the flow rate was 0.25ml/day. The total implanted catheter length including the revision was 81.8cm with a volume of 0.178ml. The new pump segment was 14.7cm with a volume of 0.0323ml. 0.178ml-0.0323ml = 0.146ml/0.25ml per day = 14 hours with therapy. 0.0323ml/0.25ml/day = 3 hours and 6 minutes without therapy. The event date was unknown and the reason for the revision was not specified. No patient symptoms were reported and no further complications were reported or anticipated. The representative was to follow-up with the healthcare provider (hcp). No further complications were reported or anticipated.